Manufacturer narrative:
Date of event: (B)(6) 2016 .

Event description:
The customer reported that the unit went ventilator inoperative with error code message of da pcba adc (data acquisition/ printed circuit board assembly/ analog digital converter) reference failed. Per the customer, the unit was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or the user. The customer could not provide any patient information.